Event description:
It was reported to boston scientific corporation that a resolution clip device was use during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip was unable to be reopened and had to be pulled off the tissue. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was connected to the bushing. The prongs could not be opened because they were locked into the capsule. The clip assembly could be deployed and one click was heard. Based on the evaluation conducted and the details of the complaint, a definitive root cause could not be determined. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a resolution clip device was use during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip was unable to be reopened and had to be pulled off the tissue. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Manufacturer narrative:
Patient age/date of birth is unknown and unavailable; however the patient was reported to be over 18 years old. (B)(4) for the reported event of clip failed to release from catheter. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.